Manufacturer narrative:
Graft cover kinked. Device discarded. Evaluation codes, conclusion: severe tortuosity of the vessels.

Event description:
A talent graft delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology was severe tortuosity and mild calcification. It was reported that the stent graft was unable to be advanced to the intended landing zone. The stent graft kinked, due to the severe tortuosity of the vessel. The physician believes that the kink in the stent graft delivery catheter was due to pt morphology. The physician elected to treat the patient with an aneurx stent graft system. No clinical sequelae were reported and the pt is fine.